Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, post successful enroute transcarotid stent system (tss) stent deployment, the third-party (abbott bmw) interventional wire got stuck on the stent while the physician was attempting to remove the wire back. Imaging revealed that the deployed stent had migrated downward partially in the common carotid artery (cca) and partially around the tip of the arterial sheath. The physician elected to explant the stent and performed a carotid endarterectomy (cea). There were no further complications reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.